Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged two days post implant. During the lead revision procedure, repositioning was attempted but unsuccessful as the lead again dislodged prior to pocket closure. A new model lead was successfully implanted. No adverse pt effects were reported.